Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic that the insulin pump was over delivering. The customer blood glucose level was 70 mg/dl at the time of incident. The customer¿s current blood glucose value was 75  mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose value with food. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No harm requiring medical intervention was reported. Customer will discontinue the use of device.

Event description:
Device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Retainer ring = black. Device case = ngp customer returned device for alleged possible over delivery anomaly and low blood glucose found on (B)(6) 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected motor alarms were noted during testing. Test p-cap locked into the reservoir tube successfully. No unexpected motor alarms noted during testing. Device successfully downloaded to thump. No unexpected motor alarms were noted in the history files or traces on the event date. Device delivered 14.2 u of bolus on august 25, 2022. The pump was cut open and found dried insulin in motor slide and moisture damage on electrical board 1 and 2 and force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Possible over delivery anomaly was not confirmed during testing or in the history files. Device passed full dry test. Unable to confirm low blood glucose. Exposed to moisture confirmed on electrical board 1, electrical board 2, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.